Event description:
Surgical delay of 4 hours.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Event: the lack of expertise of the doctor caused the test head (product) to remain between the tissues of the patient, the doctor decided to close it to remove in another surgery. Procedure: total hip replacement. (B)(6). Code and lot were not informed.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the instrument associated with this report was not returned. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.